Event description:
It was reported the patient experienced stimulation/therapy issues with their adaptive stimulation feature turned on. Though the patient was programmed to 4 volts for when they were in an upright position, the patient¿s ¿stimulation dropped to around 3.1 volts¿ whereby the patient would ¿no longer feel stimulation¿ despite remaining in an upright position. The patient¿s programmer was checked and it indicated the patient was still in an upright position. The patient¿s stimulation would ¿then increase back to 4 volts without the patient moving position¿ and the programmer continuing to indicate the patient was in an upright position. It was stated ¿the battery was reducing stimulation even though the position hadn¿t been changed.¿ the adaptive stimulation feature had been turned off at the time of report as a result of the event. Though it was noted impedance testing had been performed, the results were not provided at the time of report. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).